Event description:
Patient was revised to address loosening of the patella.

Manufacturer narrative:
The product was not returned for examination. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported device based on the lack of the product to examine and insufficient information. Provided information stated poor device positioning from the original surgery was suspected to be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.